Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician hung a bag of 10meq potassium. However, the clinician noted the potassium infused in less than a minute. Clinician assessed patient, patient received an electrocardiogram (EKG) and a repeat potassium was ordered. Any further patient impact is unknown.

Event description:
It was reported that the clinician hung a bag of 10meq potassium. However, the clinician noted the potassium infused in less than a minute. Clinician assessed patient, patient received an electrocardiogram (EKG) and a repeat potassium was ordered. Any further patient impact is unknown. Third party testing was performed and it was reported the issue could not be duplicated.

Manufacturer narrative:
Correction: describe event or problem.